Event description:
An attempt was made to deploy a 3.0mm diameter x 18mm length driver rx coronary stent in a pt. It was reported that the stent became damaged during the procedure. The target lesion in the cx was described as moderately calcified with 90% stenosis. The lesion was pre-dilated using a balloon 2.5mm diameter, 15mm length, inflated once to 12 atm. It was reported that 80% stenosis remained post pre-dilatation, indicating that the lesion may have been resistant to ballooning. Communication received confirmed that the device was not inspected prior to use. It was reported that the device could not cross the lesion and was removed from the pt. On withdrawal of the device from the pt, the physician noted that the stent was damaged. No pt injury occurred and no clinical sequelae have been reported. Medtronic has rec'd the device and its analysis has been completed. No damage was noted to the hoop. Some resistance was felt removing the device from the hoop most likely at a result of several kinks on the hypotube. The hypotube was kinked 20.5cm, 22cm, 24cm, 25.5cm and 33cm distal to the strain relief. There was a protective sheath present on the stent. It was very tight fitting over the stent. There was blood mixed with a liquid between the sheath and stent. The stent did not appear to have any damage and was positioned on the balloon as per specs. The protective sheath was removed from the device. Visual inspection of the stent confirmed a number of struts on the 5th, 6th and 7th segments were raised and deformed. The distal tip was badly flared and damaged suggesting that resistance may have been encountered advancing the device. No further damage was noted. The damage noted on the returned stent most likely occurred during the failed attempt to cross the target lesion and / or subsequent withdrawal from the vessel. The device has not been identified as the root cause of the event. Based on the info available, it appears most likely that the damage to the stent struts occurred as a result of pt lesion morphology.

Event description:
It was reported that during a laparoscopic resection of the tail body of pancreas, after the first firing, it was found that the one third of the acral staples were malformed. Pancreatic fluid leak occurred after the operation. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 10/28/2009the analysis found that one ec60 device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete, and the staples were noted to have the proper b-form shape. A batch record review was performed, and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.